Event description:
Consumer complained of pledget breaking inside of her during removal. She states that this only happened with 1 tampon and when she went to remove it the product broke inside of her. She did have to manually remove the product. She was able to remove the product with no doctor. She is fine now with no symptoms.

Manufacturer narrative:
Device history record is under review. A visual inspection of 4 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.